Event description:
While treating a pt with the model 3100a, the operator took it off the pt because it was "getting hot and making a squeaking noise". The 3100a was apparently operating properly, however, and no alarms or cautions were activated. There was no report of any pt compromise.